Event description:
It was reported that the battery depleted prematurely. It was noted that the action required as a result of the event included explant. It was noted that the doctor reported that an epilepsy patient was implanted with a primary cell which depleted after 2 years. It was noted that the doctor was very surprised and was unsure why as he would have expected it to last longer. It was noted that the doctor did not have the exact setting to hand. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included a return of symptoms of the epilepsy. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported the device settings were 7.5v, 130hz, 90's contact 0- 1- 2- 3+ 4- 5- 6- 7+. It was reported that ¿in march it said 35-50% used; by june it said more than 90% used; eos 1 week later¿. It was reported that the manufacturer¿s representative had the device now and would return it for examination next week.

Manufacturer narrative:
The data reported in supplement #1 was not related to this patient. It was reported incorrectly and instead pertains to the patient in MFR 9614453-2013-02951.

Event description:
Additional information received reported the device would be returned and the patient outcome was unknown.

Event description:
Additional information received reported that the device would not be returned but was explanted.

Manufacturer narrative:
(B)(4).